Event description:
It was reported that the patient experienced pain and diagnosed with synovitis three months post-surgery. A steroid injection was administered, and no further complications were reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products:¿ item#:42504606611 ; lot#:64463036 ; item name: femur cemented plus left size 9+; item#:42512800710 ; lot#: 64316885 ; item name: articular surface fixed bearing constrained; condylar knee (cck) left 10 mm height use with tibia sizes e, f / revision femur sizes 7, 7+, 9, 9+ with l ; item#:unknown femoral stem extension 14x30 ; lot#: unknown; item name: unknown femoral stem extension 14x30; item#:unknown tibial component size f ; lot#:unknown; item name:unknown tibial component size f ; item#:unknown tibial stem extension 14x75; lot#: unknown ; item name: unknown tibial stem extension 14x75; item#:unknown patella 32mm ; lot#:unknown ; item name: unknown patella 32mm; investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device used for treatment. Medical records were provided and reviewed from an health care professional. It has been found that patient suffered from obesity and had prior joint infection, that are two contributing factors of the pain underwent by patient. The pain and the synovitis underwent by patient were treated by steroid injection, treatment was well tolerated by patient and the radiographs showed a stable position of the implants. 17 days after injection, patient has recovered his total range of flexion. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.